Event description:
The customer reported that she was treated by the paramedics while she was at the grocery store. The customer was about to pay when she noticed that something was wrong. The cashier called the paramedics for assistance. When they arrived, the customer's blood glucose reading was 29 mg/dl. The customer was treated, but not taken to the hospital. The customer stated that it was a very hot day, and she was running errands. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.